Event description:
Pt had a pacemaker lead that was on a recall for possible insulation depletion. The pt was asymptomatic but upon exam by a physician some battery depletion was noted, therefore, the pt was taken to surgery on 12/11/97 for replacement of the generator and the wire. Procedure tolerated well. The old lead was capped and abandoned at the site while the generator was explanted.